Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump primed properly. The insulin pump was received with minor scratched display window, cracked case at the display window corner and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin delivery stopped but the insulin pump did not alarm. A cracking sound was reported before the piston reached the reservoir. The blood glucose reading was 454 mg/dl. The customer treated with manual injection. The insulin pump will be replaced and returned for analysis.